Event description:
It was reported by service report that there was a loss of power to the bed due to a broken power connector in the bed. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: power connector (subcomponent of the power inlet module).